Manufacturer narrative:
Visual analysis of the photographs identified: rupture: not observed. Crease folding of implant: observed creases on the device. Device wrinkling: observed. Wrinkling of the skin: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Healthcare professional later confirmed rupture. Healthcare professional later reported "palpable lump in left breast representing tip of fold in left implant" and "irregularity of contour of left breast". This record is for left side. Device has been explanted.

Event description:
There are currently no reportable events against device on record. This record is no longer reportable to the FDA and will be un-reported.